Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that insulin labels were not printing correctly and later continued to feed paper without stopping. A technical support specialist (tss) dialed into the station, applying knowledge article (ka) zebra printer no longer printing - upgrade, and reconfigured the printer settings in both printing preferences and printing defaults. Test prints were successful, the station was rebooted, and printer configuration was revalidated from the carefusion application. Although label printing resumed, the customer later reported that the paper did not stop feeding, verification confirmed the operation mode was correctly set to cutter, indicating a likely hardware-related issue. A field service engineer (fse) remoted into the station and assisted customer with configuration and windows desktop in order to change zebra setting. Once configuration was done, customer was able to verify after a little while that the labels were printing properly and required no further assistance. The system functioned as intended after the field service engineer and technical support specialist together resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es insulin printer printed too light, and the barcode would not scan, and the printer settings needed to be adjusted. However, there were no delay in patient care and no adverse events or injuries reported based on this event.